Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. The customer mentioned pump had a crack in the case. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered on with blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, lcd flex connector, power board, and force sensor. Test p-cap locked in place properly during testing. Unit was received with: battery tube threads: cracked, cracked keypad overlay, pillowing keypad overlay, corroded battery tube, and scratched case. In summary customer concern for cosmetic damage on pump case confirmed per visual inspection. Blank display confirmed due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.